Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric tube procedure, the doctor felt that moving force of the firing knob was higher than expected at the first firing on the gastric body. After the first firing, the returning force of the firing knob was higher than expected and it was not able to be returned to home position completely. The staple height was green. The deployed staples were formed properly and there was no leak. Another device was used to complete the case. There were no adverse consequences to the patient. When the device was received, the sales rep tried to return the firing nob to home position but it could not be returned.